Event description:
The patient was in the operating suite. The uterus was sounded and then suction curette placed to the fundus and then attached to suction. The tubing itself was collapsing and therefore technique was changed to sharp curettage. Sharp curettage was done to verify uterus was empty.